Manufacturer narrative:
On 16-apr-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the hemostatic valve was bent and cracked. It was reported by the caller that they were advancing the dilator back into the vizigo sheath when the valve was damaged. The caller noted the tip of the valve was bent, chipped and cut. The sheath was immediately replaced and the issue resolved. The procedure continued. There was no patient consequence. Additional information received indicated the valve was broken and cracked. One of the washers separated from the valve and was shoved into the clear portion of the valve. There was bleed-back from the broken valve. The doctor caught the broken valve right away and a small pool of blood was on the blue drape. No air entered the patient.